Event description:
An abdominal stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severe tortuosity and severe disease progression. It was reported that there was a possible type I endoleak at the end of the procedure. The physician elected to model the stent graft and implant a talent aortic cuff. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Secondary intervention. Endoleak. Severe tortuosity and severe disease progression of the vessels.